Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap appeared normal. Customer's blood glucose was 180 mg/dl. Customer also reported to have received a motor error alarm. During troubleshooting for motor error alarm, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed prime during displacement test, problem isolated to interface board. The insulin pump was unable to confirm motor error alarm due to prime alarm. However, the motor was tested outside the insulin pump and passed. No physical damage noted during visual inspection.